Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, loss of capture, and low sensing threshold were noted on the right ventricular (rv) lead. The rv lead was repositioned. The patient developed chest pain after the procedure and an echocardiogram revealed a pericardial effusion due to a perforation at the right ventricular apex during the procedure. No further intervention was performed and the patient was in stable condition. There were no performance issues with any abbott device during the procedure.